Event description:
It was reported that the intra-aortic balloon (iab) failed to inflate after insertion. As a result, a new iab was used to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is confirmed. The returned iab was confirmed with a leak from the bladder membrane, and the damage is consistent with contact from sharp. The root cause of the bladder leak is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) failed to inflate after insertion. As a result, a new iab was used to complete the procedure. There was no report of patient complications, serious injury or death.